Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 4. Reference MFR. Report #1627487-2017-00045, 3006705815-2017-00004, 1627487-2017-00036. The patient received two swift-lock anchors with the same lot number. It was reported surgical intervention was undertaken during which time the scs system explanted due to infection. No further information is available regarding the issue at this time.